Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. No other anomalies were found.

Event description:
It was reported that during implant procedure the lead exhibited noise oversensing. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2025. The patient was stable.